Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a female (B)(6) child had a urinary catheter inserted post operatively a nephrectomy. On day 5 post operatively the catheter was planned to be removed. On aspiration of the catheter balloon only 0.1 ml of water was extracted, the catheter would not come out freely. Action taken: the catheter was left insitu for 24-48 hours to allow the balloon to deflate naturally following guidance from the surgical team. However there was no success and the catheter was still unable to be removed freely. The child had a bladder ultrasound which showed the balloon was still inflated and the catheter in the bladder. The child was taken to theatre to have it removed via cystoscopy to puncture the balloon, which enabled the catheter to be removed easily. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore no physical assessment could be conducted. Balloon could not be deflated may due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that a female (B)(6) yr old child had a urinary catheter inserted post operatively a nephrectomy. On day 5 post operatively the catheter was planned to be removed. On aspiration of the catheter balloon only 0.1 ml of water was extracted, the catheter would not come out freely. Action taken: the catheter was left insitu for 24-48 hours to allow the balloon to deflate naturally following guidance from the surgical team. However there was no success and the catheter was still unable to be removed freely. The child had a bladder ultrasound which showed the balloon was still inflated and the catheter in the bladder. The child was taken to theatre to have it removed via cystoscopy to puncture the balloon, which enabled the catheter to be removed easily. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The batcn card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There is one actual sample was returned for investigation. Based on the complainant statement, the catheter was unable to remove from patient because of balloon catheter was not fully deflate. Hence the clinical team punctured the balloon in order to remove the catheter. Visual examination was conducted on the returned sample and it was observed that the catheter was broken into two pieces and the balloon was punctured. Detach area were examined using the dino-lite to analyses the damaged area and torn edges. Based on observation, the torn edges were jagged. Based on complaint description, it is likely that the balloon could not be deflated. Non-deflation could be due to various reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. Attempt to inflate the balloon via color water to check if any blockage along the lumen, and found that no blockage since the color water appear through punctured area on balloon. The test also carried out on the funnel area and found no blockage and the valve also was in. Other remarks: good condition as per intended for use. The failure may happen due to improper syringe fixation to the valve. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect inside balloon and ease deflation process. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process , the finished catheter will be gain subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated may due to various reasons. However, in this investigation, the improper syringe fixation to the valve may become the root cause of the failure. No any related issue within the manufacturing processes that could lead to defective product to be shipped out. Therefore , this complaint could not be confirmed.

Event description:
It was reported that a female (B)(6) yr old child had a urinary catheter inserted post operatively a nephrectomy. On day 5 post operatively the catheter was planned to be removed. On aspiration of the catheter balloon only 0.1 ml of water was extracted, the catheter would not come out freely. Action taken: the catheter was left insitu for 24-48 hours to allow the balloon to deflate naturally following guidance from the surgical team. However there was no success and the catheter was still unable to be removed freely. The child had a bladder ultrasound which showed the balloon was still inflated and the catheter in the bladder. The child was taken to theatre to have it removed via cystoscopy to puncture the balloon, which enabled the catheter to be removed easily. The patient's condition is unknown at this time.